Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
The lot number of the complained device was confirmed to be l621192.

Manufacturer narrative:
Product complaint # pc-(B)(4). The complaint device was received and inspected. This complaint can be confirmed. It was observed that the screw was broken across the threads from tip to distal end. It was also observed that the threads of the screw were stripped/ worn. Breakages such as these are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. However, we cannot discern a definitive root cause for the reported failure. A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices with the product code that were released to distribution. No further information regarding the technique used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective and preventative action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) ¿ incomplete. The expiration date is not currently available.

Event description:
It was reported that the screw broke in unknown procedure. The broken piece was retrieved from patient. Changed new one to complete. There was no adverse event on patient report.